Event description:
The patient sustained a skin injury to her right medial malleolus when the light cord of the endoscopic vein harvesting apparatus unscrewed from the scope and landed on the patient's leg. The endoscopic harvesting apparatus was set down while the operator prepared the drain for insertion. The light cord and scope were intact, meaning the cord was attached to the scope, at the time the apparatus was set down. When going to pick up the apparatus for use, the operator noted that the light cord had become dislodged (unscrewed) from the scope. The patient sustained a small dry blister about 0.5 centimeters with no redness to the right medial malleolus. The patient suffered a second degree burn.the light cord and scope should not become disconnected while being used; however, during the course of use, they can separate. The cord screws onto the scope (rather than a locking mechanism that some scopes have), and during the course of use, they can separate. This happens on occasion and the cord and scope are reconnected. In this instance, the cord separated after the scope was placed down for a brief time and fell onto an exposed area of skin by the ankle.